Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory patient alert. Upon interrogation, it was noted that there was a single high hv impedance measurement on rv to can vector. During pocket manipulation normal hvli and no noise or abnormal measurements were observed. After the rv lead was capped, the hv impedance issue remained even when the new lead was connected to the ICD. The lead will not be returned.